Manufacturer narrative:
(B)(4). Results: stent damage, failure to deliver the stent. Results/conclusions: long, critical lesion with significant stenosis and calcification. Method: film. Eval summary: the device was returned to the mfg facility for eval. The stent was positioned on the balloon between the marker bands as per specs. The 8th and 9th distal stent segments were raised and deformed. A number of other segments were misaligned and slightly raised. The distal tip was slightly damaged. Procedural images were provided for review. The images show a significantly stenotic and calcified lesion in the lm and lcx. There are images of multiple pre-dilations with a single marker band balloon although a significant degree of stenosis remains, indicating a difficult lesion. There are no images of the attempted delivery of the endeavor sprint device.

Event description:
The physician intended to implant a 2.75 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a long segment critical lesion in the lm and lcx vessel. Pre-dilation was performed and an attempt was then made to deliver the endeavor sprint stent. During the delivery attempt it was reported that the stent dislodged while trying to cross the lesion. The device was returned to the mfg facility and the stent was positioned on the balloon between the marker bands as per specs, however damage was noted to the stent. No clinical sequelae were reported.